Manufacturer narrative:
Please note that we erroneously submitted an initial MDR for this case. The customer has clarified that only 2 events occurred on (B)(6) 2021, and not 3 as initially reported. As a result, no investigation results are required to be submitted for this 3rd event. At present, we consider this request closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This report is for the 3rd of 3 procedures linked to mfg report numbers 3006697299-2021-00030 and 3006697299-2021-0003: a facility reported that during three (3) tumor removal procedures, the surgeon experienced low amplitude issues with the cusa excel w/ console (cusaexcel9), and stated that the device did not work properly in fragmenting. The procedure was completed with 'tumor removed with bipolar', and the surgery time was increased by only 15 minutes. No patient injury was alleged.